Event description:
The pressurewire x, wireless was used for balloon pulmonary angioplasty and ffr measurement in cto (chronic total occlusion) in the inferior lobular artery in the left lung via femoral approach. The patient was discharged from the hospital on (B)(6) 2017. Additional patient information could not be obtained due to the privacy policy of the facility.

Manufacturer narrative:
The reported event of the distal tip coil fracture and positioning issue was able to be confirmed. The results of the investigation concluded that the distal tip coil had been fractured and separated from the distal end of the jacket; the fractured tip coil was not returned. The corewire had been subsequently fractured. The distal portion of the fractured corewire was not returned. The returned length of the distal corewire indicated there was missing material from the distal tip assembly. There was evidence of the tip coil proximal weld joint. Additional analysis revealed that the guidewire was exposed to excessive torqueing and manipulation as there are fractures observed on the proximal weld joint (coil and corewire) and the distal corewire. Torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported positioning issue remains unknown, the guidewire damage is consistent with the reported positioning issue. The cause of the guidewire damage is consistent with forcible contact during use.

Event description:
The pressurewire x, wireless was attempted to be used for a cto (chronic total occlusion) case in the right pulmonary artery via femoral approach. After the pressurewire was inserted through a micro-catheter, a balloon catheter was advanced over the wire into the artery. Resistance was felt while advancing the pressurewire along with the balloon catheter to the lesion. When the balloon catheter was removed following inflation, the radiopaque tip of the pressurewire was fractured 3cm from the tip and stuck in the cto lesion. An attempt was made to remove the tip using a snare catheter; however this was unsuccessful. The tip remained in the cto lesion and the patient was reported to be stable. Patient specific information of patient identifier, age or birthdate, and weight are not available.